Event description:
Philips received a complaint from customer biomed reporting the v60 ventilator would not power on. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed there was no power. The bme determined the power supply had failed and requested part details for an order for replacement. The bme confirmed the power supply was replaced and resolved the issue. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.